Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the cause of the issue was due to umbilical cable. Representative replaced umbilical cable and performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, upon boot up the pendant of the imaging system stand alone mode and the system would not boot past stand alone mode. There was no patient present at the time of the issue.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins within the cable. It was noted that the cable passed continuity testing and visual inspection.